Event description:
It was reported that this right atrial (ra) lead was surgically revised due to low amplitude and high thresholds post implant and the issue was resolved. This ra lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically revised due to unknown product issue. This ra lead remains in service. No additional adverse patient effects were reported.